Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('bleeding and spotting') and abdominal pain ('terrible cramping on the left side') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and abdominal pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the uterine haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain and uterine haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: uterine haemorrhage and abdominal pain . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('bleeding and spotting') and abdominal pain ('terrible cramping on the left side') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and abdominal pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the uterine haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain and uterine haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.